Event description:
It was reported that the patient was unable to adjust their stimulation on their implantable neurostimulator (ins) and observed a "call your doctor" icon with an error message of 598 was seen on their programmer indicating that the ins battery voltage was too high. The patient was instructed to stop recharging the ins. It was also noted that the patient was unable to recharge the ins battery past 50-75% full charge. Additional information obtained 17 days later reported that the patient had coupling issues between the external recharger and ins and still could not charge beyond half. The patient was scheduled to meet with the company representative. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information received indicated that the patient met with the company representative at which time he utilized the antennae locator (al) feature on the external recharger to find the optimal location for the best charging. Once the ideal spot was identified, the patient was able to charge up to 75% full in about 40 minutes. The patient was also provided with an al assist template which made his recharging more reliable. He was now able to recharge his ins to 100% in shorter periods of time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3389-40 lot #j0320167v implanted: (B)(6) 2004 explanted: na; lead model 3389-40 lot #j0421486v implanted: (B)(6) 2004 explanted: na; extension model 748240 serial #(B)(4) implanted: (B)(6) 2004 explanted: na; extension model 748240 serial #(B)(4) implanted: (B)(6) 2004 explanted: na; pocket adaptor model 64002 lot #n245317 implanted: (B)(6) 2010 explanted: na; programmer model 37642 serial #(B)(4); recharger model 37651 serial #(B)(4).